Event description:
Per the clinic, the device was electively explanted on december 08, 2025, due to MRI is needed for other health issue. There are no plans to re-implant the patient with a new device as of the date of this report.